Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increasing threshold values. At implant, high threshold values were observed; however, a fluoroscopy was performed, and found that the lead was in the correct position. At this time, the physician elected to reprogram the rv output, and to monitor the patient more closely with shorter time between follow-up appointments. Due to the covid-19 pandemic, the next scheduled follow-up was postponed. During the next follow-up in (B)(6) of last year, high threshold values were observed with 63% rv pacing. The physician elected to continue monitoring the patient. At the next scheduled follow-up, given the need for stimulation, and ongoing high threshold values, the physician elected to explant, and replace the lead. No additional adverse patient effects were reported. The patient will continue to be monitored via latitude (remote monitoring system). This lead is not expected for return.